Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 1 minute: 1. 143 mg/dl and 443 mg/dl 2. 108 mg/dl and 199 mg/dl sets of readings were taken at different times. No adverse event reported. The alleged product was replaced and requested for evaluation.